Event description:
It was reported, the patient's scs system stopped working. The patient could turn the ipg on but when stimulation was increased the ipg shut itself off. Diagnostics were performed on the system and high lead impedances was identified on one lead. The system was reprogrammed to provide the patient with bilateral leg coverage. However, the reprogramming of the system was unable to retrieve back coverage. The physician was requested to perform x-rays for possible lead pull out or fracture. The physician stated, the lead had not come loose.

Manufacturer narrative:
Additional lot #2804898. Additional exp. Date: 06/30/2011. Additional manufacture date: 06/2009. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.